Event description:
It was reported by customer that air leaking. Verbatim: rcc received a complaint via email. Cat. Pig1260t. Safe-t-centesis. 6 fr catheter drainage tray. Lot # 0001576845. Problem: air leaking.

Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001576845 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. A quality notification was sent to our supplier in an effort to raise awareness. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that air leaking. Verbatim: rcc received a complaint via email. Cat. Pig1260t, safe-t-centesis, 6 fr catheter drainage tray, lot #0001576845, problem: air leaking.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050402. Patient problem code: f24. H10 : d4 (expiration date: 07/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.